Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-03166). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that review of trending data shows the device battery voltage has shown a gradual steady decline since implant. The physician will monitor the device with monthly follow ups. New information notes that the device reached eri due to suspected premature battery depletion and was explanted and replaced.